Event description:
It was reported that the rate is abnormal. Not functioning properly. No additional information.

Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found a corroded battery holder and a faulty gas supply indicator. The customer stated problem was duplicated. A faulty oscillator block was found during investigation which was replaced. The cause of the reported problem could not be determined. The previous service history has been reviewed and deemed unrelated to the current customer reported problem.